Event description:
Ous MDR - after an implantation period of approximately 22 months oversensing was reported. There was no deterioration of the health status of the patient report.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by fraying in the region of the heart valve. This damage is to be regarded as the cause of the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The analysis of the lead did not provide any indications of material defects or manufacturing errors.